Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model 0601610 chronic catheter repair, allegedly experienced a fracture and detachment of device or device component. These reports were received from various sources. All three events had no reported patient injury. Three patients are 13 years old; however, the patients weight and gender were not provided.

Manufacturer narrative:
H10: a lot history review could not be performed as the lot numbers were not provided. Of the three reported complaints, 1 sample and one photo were provided for review. For the other two malfunctions, the devices have not been returned for evaluation; therefore, the investigations are inconclusive for fracture and detachment of device or device component as no objective evidence has been provided to confirm any alleged deficiency with the devices. The remaining investigation added trending codes 2423 (obstruction of flow) and 1250 (fluid leak) to the file. The investigation was confirmed for leak, split, and break, and unconfirmed for the alleged detachment issue. Based upon the available information, the definitive root cause is unknown.the devices are labeled for single use. H10: g4 h11: b5, d4 (product catalog no), h6 (results, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
For the three reported complaints, the lot numbers for the device were not provided. Of the three reported complaints, 1 sample was provided and one photo was provided. For the other two malfunctions, the devices have not been returned for evaluation; therefore, the investigation is inconclusive for fracture and detachment of device or device component as no objective evidence has been provided to confirm any alleged deficiency with the devices. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use. The company is still investigating the issue at this time. The catalog number identified has not been cleared in the us, but is similar to the catheter accessories products that are cleared in the us. The pro code for the catheter accessories products is identified.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model 0601610ce.chronic catheter repair allegedly experienced a fracture, and detachment of device or device component. These reports were received from various sources. All three events had no reported patient injury. Three patient are (B)(6); however, the patients weight and gender were not provided.